Event description:
Reported by (B)(6) that dr. (B)(6) had trouble seating the ps insert. A second component was available and used successfully. The delay was under 10 minutes.

Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
Reported by (B)(6) that dr. (B)(6) had trouble seating the ps insert. A second component was available and used successfully. The delay was under 10 minutes. [Customer].

Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture.